Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for investigation. The investigation confirmed that the pipe broke at the junction with the wire. There were no abnormalities found upon investigation of the condition of the welded part, the outer diameter and the manufacturing record of the same lot. The user facility reported that the calculus was about 12mm diameter. Therefore, omsc considers that the condition of pt or calculus caused the failure of crushing calculus. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculus inside the common bile duct with lithotripter, the doctor could not rotate the bml handle knob. Then the doctor noticed that the wire of the device was broken. The doctor detached the device from the bml handle and completed the procedure using bml-110a-1. There was no report of pt injury regarding this report.